Event description:
The customer contacted stryker to report that their device's sterilizable internal paddles were cracked and failed during patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The paddles were not returned to stryker redmond for further evaluation and images of the paddles were not provided by the customer. As such, the reported issue could not be verified or duplicated and a conclusive root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device's sterilizable internal paddles were cracked and failed during patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.